Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer cleared the alarm and resumed insulin delivery. A system check was performed and the occlusion appeared to be related to the infusion set site; however, the customer did not believe the site was the cause. Insulin delivery was resumed without changing the site. The customer's blood glucose level was not impacted.